Event description:
A customer contacted baxter (B)(4) regarding a connection issue with a patient connector. The patient reported that the minicap detached from the female locking connector after the cap was closed. There was patient involvement, but no patient injury or medical intervention

Manufacturer narrative:
(B)(4). Updated because the sample was evaluated. This complaint for a connection issue was not confirmed and the root cause could not be determined. A sample evaluation was performed. The minicap was assembled onto the female locking connector, and they were found to be inosculating. Then a leakage test was performed with compressed air at 8psi from the tubing, no leakage was found during the test. No any exception found after the visual inspection and functional test. A batch review could not be performed because the lot number was unknown.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). Correction: have been updated to reflect the new product code (5c4482) information. A follow-up report will be filed should additional information become available.